Event description:
A nurse reported eleven pts whose lens was exchanged due to refractive errors following intraocular lens (iol) implant surgery. Add'l info was rec'd from the surgeon, who stated the lens did not cause or contribute to the event. Info provided indicated that an unapproved viscoelastic and handpiece combination was used. There are twelve medical device reports associated with this event. This report is for the second pt's right eye.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested 09/08/2011 and 09/09/2011 by fax, phone and mail. A completed questionnaire was rec'd on (B)(4) 2011. (B)(4).